Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto p-flex device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to a third-party service center for evaluation. Evaluation result stated that the complaint was confirmed, and the technician confirmed visible of foam particles during device evaluation. Additional foam contamination found and the device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.